Manufacturer narrative:
Device evaluation: result of investigation: the vyaire failure analysis lab (fa lab) was unable to duplicate or confirm the reported problem. The issue was resolved by shipping the customer a replacement product.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported that the device passed the extended self test and oxygen sensor calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported circuit occlusion, circuit disconnect, high fraction of inspired oxygen and fraction of inspired oxygen is out of tolerance on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.